Event description:
It was reported that the user stopped receiving blood glucose readings on the ilet after previously seeing values post¿sensor change, and later a new libre 3 plus sensor triggered dosing stopped and sensor ended alerts because the libre sensor was paired to a phone app rather than solely to the ilet app, which interrupted data transmission and pairing. Symptoms included suspension of automated insulin dosing. Outcomes included interruption of therapy requiring user guidance to restore sensor pairing and resume dosing. Investigation included technical troubleshooting and user education regarding correct libre 3 plus pairing to a single device and restarting the ilet to reestablish data connection. Investigation of this case revealed that concurrent pairing of the libre 3 plus to a smartphone app prevented pairing to the ilet and caused loss of glucose data to the ilet. It was concluded that the event resulted from user setup contributing to a data connection interruption and improper pairing, and that replacing the failed sensor and pairing directly to the ilet app resolved the issue.